Event description:
This lead was explanted due to a possible fracture on (B)(6) 2014. Should additional information become available, this file will be updated.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized, including a visual and an electrical inspection. The analysis revealed fractures of the conductor coils to the lead tip at 40 cm and 41 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. This result is consistent with the clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further damages were noted during the inspection, which resulted most likely from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.